Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 3x150mm, 150cm saber over-the-wire (otw) percutaneous transluminal angioplasty (pta) balloon dilatation catheter was used to open the lower limb, it was found that the balloon deflated. There was no reported patient injury. The device was stored and prepared per the instructions for use (IFU), the operator was trained on the device, and the device was inspected prior to use. There was no difficulty removing the protective balloon cover or sterile packaging components. The device maintained negative pressure during preparation. A contralateral approach was used. The target site vessel was not tortuous. The insertion site was the femoral artery. The device was able to cross the lesion, was removed easily from the patient, and was removed intact in one piece. The contrast to saline ratio was 50%. The same indeflator was used successfully with other devices. The balloon inflated to some extent, and anomalies were noted while inflating the device with positive pressure. Pressure could not be maintained, and balloon leakage was reported. Additional information was requested but not provided. The device will be returned for evaluation.